Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "solid nodules," "hard," "formation of a tumor with increased temperature and erythema," and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported that a patient was injected in the nasolabial fold and marionette lines with 1 ml of juvéderm® volift¿ with lidocaine and solid nodules appeared at the left side, malar area two days later. Five days after that, a nodule presented on the right side. Healthcare professional reported that the nodules are hard and are quickly increasing. Symptoms are ongoing. Further follow up with the healthcare professional revealed that the patient developed "formation of a tumor in the left malar region," where the product was injected, with increased temperature and erythema in the left nasal base, progressing to the right side 6 days following injection. Patient¿s symptoms also presented at the nasolabial fold. Prednisone, clarithromycin, and avalox were given as treatment an unknown time following symptom onset. Patient has a history of previous fillers. Healthcare professional later clarified that the patient was injected with just a ¿few¿ in the malar region but that the area where most of the product was injected is normal. Swelling was also present beginning 2 days after injection.